Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the sensor was removed early. Upon removal, the patient felt pain and discomfort and could feel the sensor wire in her arm. The wire was not found on the bottom of the wearable. The patient went to emergency department and an ultrasound was done and did not show the sensor wire. The patient was also given a tetanus shot. The patient stated they could still feel the sensor in her arm. The patient was in the ed for an hour and a half. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.